Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the clinician switched to mechanical mode and the screen blanked out. The clinician reportedly cycled power and completed the case with no further reported complaint. There was no reported patient injury.